Event description:
The distal tip separated from the cannulae as the modular tamp was being unscrewed. Furthermore, it was later learned that the surgeon may have pounded the cannulae into dense bone which could have loosened the tip of the cannulae. The patient is fine, and the case completed uneventfully.